Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection with magnification did not identify any abnormalities that could have contributed to the reported condition of leak; however, an unrelated defect was identified. Functional testing performed included leak testing ((B)(6) psi underwater pressure test with connectors attached), clear passage test, and clamp function test. All functional testing performed with acceptable results. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was leaking and damaged during use. There was no patient injury or medical intervention reported. No additional information is available.